Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, with use with mobile (iphone 14 pro max, ios 16.1.1) application. The customer therefore did not have high/low glucose alarm and the customer experienced seizure and loss of consciousness. The customer was treated with unspecified IV, unspecified injection, diazepam, and "vitamins" by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The user reported having signal loss with the freestyle librelink application. Attempted to replicate the user¿s complaint. Successfully received glucose alarms. The user complaint could not be replicated. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, with use with mobile (iphone 14 pro max, ios 16.1.1) application. The customer therefore did not have high/low glucose alarm and the customer experienced seizure and loss of consciousness. The customer was treated with unspecified IV, unspecified injection, diazepam, and "vitamins" by a healthcare professional. There was no report of death or permanent injury associated with this event.